Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in australia as follows: it is reported that during a procedure on (B)(6) 2013, a synream head burst into pieces during reaming of a tibial canal. This left shards of the reamer head stuck in the canal. The surgeon was unable to continue reaming and insert a tibial nail, so he used an external fixator to manage the fracture instead. It is reported that this incident added considerable time to the case, about one to one and a half hours. It is also reported that it was uncertain if the guide wire that was being used was a synthes guide wire. This report is for an unknown guide wire. This is 4 of 4 reports for this event.